Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, due to an unspecified issue, the lens was explanted and exchanged for the same model, same diopter, same company lens during the secondary implant procedure. Additional information has been requested.